Event description:
(B)(4). Injury alleged. Malfunction alleged. User said drove off ramp and ran into curb throwing him out of chair. Ems called. This is the second incident reported by this consumer. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. This is the second incident reported by this user for this chair. The malfunction has not been confirmed.